Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during defibrillation threshold testing, the implantable cardioverter defibrillator (icm) exhibited loss of telemetry. No intervention was performed. Patient condition is unknown.